Event description:
ER personnel were attending to an asystolic pt. After administering drug therapy, the pt was reportedly pulseless, an attempt was made at administering a synchronized countershock. Reportedly the device would not discharge. The rptr stated the physician confirmed changing lead selection and ECG size but did not observe a sync marker on the rhythm. The pt was not resuscitated however the rptr stated the alleged malfunction did not cause or contribute the pt's death. This opinion was based on the rptr's assessment of the pt's viability.